Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the device system was explanted due to an infection. It was also reported that the patient suffered a pulmonary embolism, had lead vegetation, and was septic. The device system will be replaced at a later date. No further patient complications have been reported as a result of this event.